Manufacturer narrative:
One 8.5f fast-cath introducer sheath was received for evaluation. The dilator was perforated at 1.35¿ proximal to the distal tip. The sheath was also perforated at 0.20¿ proximal to the distal tip. No other visual anomalies were noted. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly; however, the needle could not advance past the location of the perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The brk needle instructions for use (IFU) states, ¿do not alter this device in any way.¿ the cause of the perforation is consistent with not following the instructions for use.

Event description:
This report is to advise of a material puncture found in the introducer during analysis.